Event description:
I was fitting a patient for a knee trom [total range of motion] and the strap ripped as I was unfastening the velcro. Dme [durable medical equipment] was taken out of service, and another trom was issued.